Manufacturer narrative:
(B) (4). Based on analysis results, the complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint. The rotational cable was binding, coming apart and making a noise. To correct the issue, the analysis site replaced the rotational cable. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device is malfunctioning. No other information was provided. There was no patient involvement.